Event description:
It was reported that the patient had their controller and mod cable exchanged on (B)(6) 2021 due to wear and tear. The patient's mod cable had multiple tears in the sheath, and their controller had a frayed area near the white connector port. The controller and mod cable were discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being exchanged due to a frayed area near the white connector port was not confirmed. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. In addition, there were no log files, photos, or any other supporting documents that would indicate an issue with the system controller. The root cause of the reported event of the controller exchange was due to the damaged controller cable; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2019. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate iii patient handbook (rev. C) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.